Event description:
It was reported that since 2008, the pt had a persistent seroma around the pump pocket. The seroma was aspirated several times with subsequent reoccurrence of the seroma within several days each time. The pt continued to report "good clinical benefit from the baclofen infusion". It was determined that the seroma was caused by cerebrospinal fluid build-up. It was then assumed that the csf was tracking back down through the tissues the length of the catheter. Upon further exploration of the catheter, it was noted that when pressure was applied at the pump site, there was an acceleration of fluid loss from the opened catheter connector. When the pump pocket was accessed, it was noted that the sutureless connector did not look flush with the pump connector; the connection appeared solid when palpated. The catheter was tested after explant with a different pump; the fluid leaked from the pump/sutureless connector junction. It was then assumed that the csf was leaking out of this junction which caused the seroma. The pressure of this fluid within the fibrous pump pocket proved sufficient to enable a continuous flow of baclofen which meant that it appeared to be having a clinical effect. The catheter was replaced without pt complication; and appears to be "fine so far". The drug concentration and daily dose were not reported.